Manufacturer narrative:
The team in (B)(6) discarded the product before it could be sent for analysis. The investigation is on-going at this time. A supplemental final medwatch will be filed upon completion of the investigation.

Event description:
An (B)(6) year old male in (B)(6) with multiple cardiac comorbidities had an impella 5.0 placed via the right axillary artery. The access to the left ventricle was complicated for even diagnostic catheters, but eventually the impella 5.0 was placed for hemodynamic support. The pump was not optimally positioned, as it was posterior, however the pump was left in the location for the coronary angioplasty. During the coronary angioplasty the axillary tissue/site was seen to be bleeding, and blood products were infused. The angioplasty was successful, and the impella pump was weaned and explanted after just over 22 hours of support. Months after the explant, the medical team noted to the abiomed field team in (B)(6) that there had been a pseudoaneurysm that had developed prior to pump explant. The pseudoaneurysm had been treated with blood products and a manual hold.

Manufacturer narrative:
Since the original filing of the medwatch was submitted, the investigation has completed. The product was not returned from japanese customer for investigation. The data logs from the console were not returned for analysis. The root cause of the access site bleed and pseudoaneurysm was unable to be determined. Further clinical information was requested but, not shared for investigation purposes. The failure mode will be monitored and trended.